Manufacturer narrative:
(B)(4) patient kept in hospital for observation. (B)(4) guidewire distal tip detached exposing the tip of the metal corewire. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during procedure closure, the hydrophilic tip was detached exposing the tip of the metal corewire. The procedure was completed with this jagwire guidewire. The patient's condition at the conclusion of the procedure was reported to be good. The patient was kept in the hospital for observation due to pancreatic risk.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during procedure closure, the hydrophilic tip was detached exposing the tip of the metal corewire. The procedure was completed with this jagwire guidewire. The patient's condition at the conclusion of the procedure was reported to be good. The patient was kept in the hospital for observation due to pancreatic risk.